Manufacturer narrative:
(B)(6). (B)(4).

Event description:
During a meniscal suturing procedure it was reported that after insertion of the first t anchor, the second t anchor was already deployed from the needle; removal of the second anchor was accomplished and the first one stayed behind in the capsule. A back-up device was used to complete the procedure. No patient injuries or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. No further investigation is warranted at this time. A review of the device history record was performed which confirmed no inconsistencies. (B)(4).